Event description:
During set-up of the device prior to being used on a patient, the device would not power on. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was duplicated and isolated to the system board and hv module. Analysis of the system board indentified a faulty capacitor and analysis of the hv module identified a lifted integrated circuit. Trend analysis for failures of this type does not indicate an increase in frequency.